Event description:
Customer reported chemotherapy spiked to smartsite burette set primed with normal saline. When tubing loaded into the pump, pump began alarming that there was air in line. When the nurse investigated for problems and opened the pump, she noted a disconnect in the upper line at what was supposed to be a permanent connection. No patient harm reported. Event occurred on hem/onc unit. No additional information was available.

Manufacturer narrative:
Manufacturer's report date: 11/19/2010. (B)(4). The set was discarded by the facility, therefore, no failure investigation could be done.